Manufacturer narrative:
No product will be returned for evaluation.

Event description:
During an info call, the pt stated she was experiencing "sky high" blood glucose readings. She stated her blood glucose registered "hi" on her meter. The pt was in a big hurry and set up an appointment to discuss it further the next day. The next day, the pt reported her blood glucose was back to normal, which is in the under 150 mg/dl range. She said her only symptom was "sleepiness" and she corrected her elevated blood glucose by giving herself boluses through her insulin infusion device. Troubleshooting did not find any issues with the product. She stated she has just had knee surgery and has been taking a tremendous amount of narcotic drugs to control the pain. The pt stated, "my blood sugar was high because of stress." She stated she shattered her tibia plateau and she is going to be on crutches for the next 6-8 weeks. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.